Event description:
The hcp reported that the pt was not receiving the medication and a volume discrepancy was noted. A dye study was attempted, but the hcp was unable to access to do the study. A volume discrepancy was noted at last refill. Another refill is scheduled for 2005. An MRI was performed and revealed a kink in the catheter. A revision was performedm,but the "same thing is occurring". The pt is taking oral medications.